Event description:
Pump infusing epinephrine 0.01 mg/ml at 0.2 mcg/kg/min. Pump began alarming and displayed biomed error. It did not continue infusing epinephrine. Patient's blood pressure spontaneously dropped from 55 to 44 systolic. Pump was changed and bp increased to 58.======================manufacturer response for infusion pump, (brand not provided) (per site reporter).======================unable to recreate problem. Replaced speaker as a preventative measure. Replaced battery, old battery would not hold charge. Device passed functional test and was returned to service.